Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump during basal delivery. The customer's blood glucose was over 300 mg/dl. Troubleshooting was done. Assisted customer with a 5 unit fixed prime, and the customer stated that the insulin exited. Advised customer to rewind the insulin pump and run a manual prime of at least five units. The customer stated that insulin exited with the manual prime. Advised customer that her insulin pump was working as designed. Explained that the alarm was caused by an infusion set or reservoir occlusion. Advised that replacement supplies would be sent. Nothing further reported.